Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn: (B)(6), +14.0d) was explanted due to a miscalculation of power and a new lal (sn: (B)(6), +16.0d) implanted as a replacement. Rxsight's first awareness of this event was on october 23, 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).